Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt intermittently failed incoming functionality testing. The cause for the failure was isolated to a shorted pulse wire in ECG "c". The root cause for the shorted wire was unable to be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's device was unable to baseline.